Event description:
It was reported the patient's ipg had reached normal end of life, and was depleted. The physician replaced the ipg. The sjm representative was unable to retrieve the ipg to confirm the settings for normal end of life.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.